Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the previous investigation for similar case, there was the possibility that the reported phenomenon was attributed to dust adhering to the igniter unit.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error code e103 which indicated the subject device was broken down was displayed during the colonoscopy procedure. The intended procedure was completed using the same set of equipment. The field service engineer of olympus (B)(4) went and checked the subject device at the user facility. It was no more error after it was dusted off the inside and fan of the subject device . There was no report of patient injury associated with this event.